Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. When the nurse was pulled out to the sterile packaging box. Inside the plastic packaging was damage and the product was unsterile and seen multiple crack and had split on the plastic and nothing on the outside of the box. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint #: (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ was the product used on the patient? ¿ please clarify which component was found to be unsterile, the prefilled syringe or the dual applicator? ¿ are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: lnstituto grifols, s.a. (Ig) upon the reception of the reported incident, additional information was requested to support the investigation, including whether the box was damaged or the seal was manipulated, details of which component was found to be unsterile, whether the product was used on the patient, as well as the availability of pictures and/or the device involved. To date, no additional information has been received. As the event description does not provide sufficient clarity, and no additional information, images, or the device itself were made available, ig has been unable to conduct a thorough investigation. Consequently, the complaint will be closed based on our experience, the breakage of the blister may have resulted from an impact after the kits were frozen at -30 °c. Under normal conditions, the blister is flexible and robust and does not break easily at room temperature, even when struck; however, once frozen, the material becomes more fragile and susceptible to fractures upon impact. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.